Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostic anomaly. An elective replacement indicator alert was cleared. The patient was stable and would be monitored.